Event description:
An sts angio-seal device was deployed without complication following a diagnostic cardiac catheterization procedure in 2002. The patient presented to the emergency room of a different hospital several weeks later with a groin infection at the puncture site. The patient was treated medically (medication) and is reported to be doing well. No additional information is available at this time.